Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device would not fire. Another handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.